Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy. Upon interrogation, the physician noted a potential lead anomaly via the stored egms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the sensing coil fractured close to the crimp sleeve to the connector ring as a result of fatigue.